Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that the oral-b brush head of the toothbrush moved about a quarter inch left/right. No injury was reported.